Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 03-dec-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Part analysis: the reported condition station black screen was confirmed by fse and subsequently confirmed in the dchu inspection process. The device was initially evaluated by the field service engineer (fse) according to work order (B)(4), the fse reported that checked power cords and all cables connection. Found cut on bus cable behind drawers, replaced bus cable, and zip tie behind drawers and tested and able to power up to access all drawers after. Dchu visual inspection: p/n 120547-01: received with thermal damage and black marks. Dchu laboratory testing: p/n 120547-01: no further test was required due to thermal damage observed in the visual inspection. The device was in use for treatment purposes as intended per 21 cfr 820.198(d). Root cause: the root cause of the complaint station black screen was due to the damaged assy cbl pyxibus 6 drawer (p/n 120547-01) which had black marks which lead to the observed thermal damage and compromised the drawer's functionality.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es shown black screen. The customer tried another plug point but still issue persisted. As per part investigation, it was determined that there was thermal damage observed on the assy cbl pyxibus 6 drawer (p/n 120547-01) which had black marks. There were no delay, no adverse events or injuries reported based on this event.